Manufacturer narrative:
The sig hp rev torq limit screwdriver was submitted with the shaft component partially disassembled from the handle component.. The shaft component has begun to migrated off the handle component. The visible portion of the shaft that has migrated off of the handle exhibits masterbond adhesive. The root cause of the migration of the shaft from the handle is unknown. A search of the complaint database against product code (B)(4) finds zero additional reported events. Based on the inability to determine a root cause and the event being considered an isolated incident, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The shaft separated from the handle when trying to loosen femoral components.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.